Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure a new preconnected cylinders and pump component was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump and cylinder migration. During the procedure a new preconnected cylinders and pump component was implanted. There was no device malfunction associated with the explanted device. The patient did not experience any adverse events.